Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section b3 date of event: unknown/not provided section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h6 health effect - clinical code: thin flap and micro striae device evaluation: field service engineer (fse) visited site to evaluate reported issue and could not reproduce but verified 211 errors in error log. Proactively performed z-scale test and all ok. Proactively cleaned dust from top of objective. No other observations have been made. System conforms to all j&j specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had thin flap and micro striae. At one day post patient had flap relifted and smoothed out. Patient is in good condition with normal healing. It was also reported that system was getting galvo error 211 and video communication issues error 601. No additional information was provided.